Manufacturer narrative:
This report is submitted on jun 25, 2021.

Event description:
Per the clinic/audiologist/surgeon, the patient underwent revision surgery on (B)(6) 2021 to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. Reason for the conversion is unknown.